Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the mid right coronary artery (rca) and was treated with placement of a 2.5x12mm taxus express2 stent. Another lesion located in the distal diagonal artery was also treated with a taxus liberte stent during the same procedure. 1171 days post index procedure, the patient was admitted to the hospital with angina pectoris and subsequently diagnosed with in stent restenosis. The lesion was located in the mid and distal rca was treated with predilation and placement of a promus stent resulting in 0% residual stenosis. The event was considered resolved with no residual effects and the patient was discharged the next day.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).